Manufacturer narrative:
The investigation is on-going. Investigation conclusion will be available in the final report.

Event description:
It was reported that sparks, traces of burn smell and smoke came out of wall socket while the caregiver plugged in the auralis pump. The plug was found black and melted. There was no patient involvement.

Manufacturer narrative:
It was reported that sparks, traces of burn smell, and smoke came out of the wall socket while the caregiver plugged in the auralis pump. The plug was found to be smoked and melted on the metal pin. There was no patient involvement. No injury was sustained. The photographic evidences showed that the plug pin had signs of burning melting marks. The power cord was replaced. The manufacturer evaluated the plug and assessed that the issue may be caused by a short circuit in the socket. To sum up, the arjo device failed to meet its performance specification since the power cord plug metal pin was melted. The complaint was assessed as reportable due to the allegation that sparks were coming from the power cord. No injury was sustained.

Manufacturer narrative:
The testing to address the root cause of the complaint is currently on going. The analysis of the supplier production processes is also in progress. A final conclusion will be reached upon the completion of the manufacturer¿s analysis.

Manufacturer narrative:
The investigation is on-going. The device was returned to the manufacturer for the further testing. The additional report will be send after the manufacturer evaluation.